Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation therapy in his targeted pain area. Reportedly, the patient's scs lead(s) has migrated. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information obtained identified the physician revised the patient's lead moving the lead over to the right. Reportedly, satisfactory stimulation therapy was achieved postoperative.

Manufacturer narrative:
Corrected data: device information (model, serial, lot number and expiration/manufacture dates) added. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).